Event description:
Manufacturer ref.#: 267952.

Manufacturer narrative:
The user facility did not request any service and contacted third party for repair. According to received information, air gas module was broken and filled with water. No ventilator logs or pictures were provided. Since the replaced part was not returned for investigation, the root cause of the reported event has not been determined, but excess of moisture in the medical air supply system is the most likely contributing factor.

Event description:
It was reported that the ventilator failed pre-use check. The gas module and air supply were found contaminated with water. There was no patient involvement. Manufacturer ref.#: (B)(4).